Event description:
The pt contacted baxter customer service center in 2005 to report that they "feels full" in dwell one of four. The technical service rep assisted pt to do a manual drain and drained a volume of 6000 ml. The pt's last fill volume was 2500 ml and their first fill volume is set at 3000 ml. The device inital drain alarm setting is set at zero. The technical service rep instructed the pt to call their nurse to inform her that the initial drain volume is seet at zero. The homechoice is operational per technical serivce rep. A follow up call to the pt in 02/05 revealed that the pt had not called their nurse to report the programming. The pt stated that they have not had any further problems with the homechoice cycler, but requested a new machine. The programming event was explained to the pt and they remains firm that they wishes to have a new machine. A machine swap was issued.